Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific solutions request was received for the patient's right distal femur. Patient diagnosis is listed as "aseptic loosening of a mets distal femur."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femur replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: clinical review: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6) 2021. The surgeon reported aseptic loosening of the femoral stem. The x-ray images provided show fine radiolucent lines along the femoral stem between the cement mantal and bone, which suggests that the stem might be loosened. The bone near the resection has undergone resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. On (B)(6) 2021 a patient specific solutions request was received for the patient's right distal femur. Patient diagnosis is listed as "aseptic loosening of a mets distal femur." Additional information from the surgeon also stated "there will be a huge risk of aseptic loosening with a mets revision [..] Patient with a huge weight [..] A stem of diameter 15mm will probably not be enough [..]" On (B)(6) 2021 additional details was provided to the design team, the sales rep confirmed the catalogue number of the stem in situ, this stem only had a diameter of 13mm. However, the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific solutions request was received for the patient's right distal femur. Patient diagnosis is listed as "aseptic loosening of a mets distal femur."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific solutions request was received for the patient's right distal femur. Patient diagnosis is listed as "aseptic loosening of a mets distal femur."